Event description:
Oxygenator defect. Learned recently that the surgeon has stated that the oxygenator may have contributed to pt's death. Oxygenator has already been notified of a previous oxygenator problem.